Event description:
Device malfunction: balloon detachment. Time of malfunction: during the procedure. Symptoms/ae: surgical removal of detached balloon. It was reported that during an interventional procedure in the right iliac artery, lesion dilatation was performed using a fox plus pta catheter. The balloon was inflated to 8 atms and was fully deflated. During removal of the balloon catheter, without using excessive force, resistance was met, the catheter stretched, and the distal end of the balloon and the distal end of the catheter detached from the rest of the device and remained in the body on the wire. A portion of the detached balloon was removed using a snare and the remainder of the detached balloon was surgically removed; however, the distal marker was not found inside or outside of the body and was assumed to have been lost on the floor. No adverse pt sequela was reported. Though requested no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.